Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after the device achieved hemostasis, a diminished pulse was observed. The groin was checked via a second procedure and accessed via the right groin, for possible occlusion of the artery. The clip was found to be in the correct position with correct closure, no occlusion was found. The artery distal to the arteriotomy site was found to be thrombosed and per the physician was due to the procedure and not due to the arteriotomy closure with the starclose se clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provide. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the cause of the reported discrepancy. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record found there does not appear to be any indications of a product quality deficiency.